Event description:
The pacemaker device involved in this MDR report was implanted in 2004. A re-intervention was planned in 2007 to reposition the device because, the patient was experiencing some discomfort with the position of the unit. When the pacemaker pocket was opened, degradation of the silicone coating was observed. Therefore, the device was explanted.

Manufacturer narrative:
The returned device was submitted to the electrical test which is performed at the end of the mfg process; no anomaly was noted, i.e. The electrical characteristics of the returned unit are within specifications. However, the visual inspection of the returned pacemaker confirmed the detachment of the silicone coating, which is unexpected. These detachments resulted either from an incorrect coating during the mfg process (probably due to an incorrect preparation of the titanium surface before the silicone coating was applied) and/or from excessive manipulations of the pacemaker by the pt (who felt some discomfort at the pocket site). This is the first reported case of symphony / rhapsody unit with such an observation. Therefore, no corrective action is indicated. It should be noted that few pacemaker units are currently distributed with a silicone coating.